Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a burning sensation under the electrodes that are red and warm to the touch. It's unclear if the nurse who spoke with support services applied any creams or ointments to the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.